Event description:
It was reported that during an unspecified procedure, filter deployment difficulties were encountered. The intended deployment location was the renal vein, with the access location being the right femoral vein. A venacavogram was not performed. There was no difficulty noted while deploying the titanium greenfield vena cava filter. However, upon deployment, some of the filter legs were noted to be crossed. The physician chose not to deploy another filter due to the patient's condition of vagotonia, instead choosing to monitor the patient's condition. No patient complications have been reported, and patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the filter remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.